Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, this was a revision surgery due to nonunion/nail breaking. Original surgery done in (B)(6) 2024. The patient presented with a nonunion of the proximal third tibia. The tna nail was broken above fracture line. Revision surgery was performed on (B)(6) 2024. Surgeon removed screws, and proximal body of the nail. He then had to use an extraction hook to remove distal end of nail. Surgeon then used ria2 to harvest bone graft, followed by insertion of a larger tna construct. The patient experienced an adverse event of nonunion. The patient required revision surgery or hardware removal. Hardware/explant was removed due to nonunion/broken nail. There was a surgical delay of thirty minutes. No fragments were retained. There was patient status/ outcome / consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo/x-ray investigation revealed the tibial nail advanced ø9 l 360 was broken from the first proximal static screw hole. The reported allegation can be confirmed. While no root cause can be established with the available information, factors such as the patient's age, underlying disease, bone density, or a possible early weight-bearing, could have led to implant failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø9 l 360 would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.043.140s-us. Lot number: 8643p22. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07-dec-2023. Manufacturing site: jabil bettlach. Expiry date: 31-oct-2033. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.